Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons had issue. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin pump was squirting out during priming. The insulin pump will not be returned for analysis.